Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they are not receiving insulin after putting in a new set. Customer stated that they do not receive an alarm however their blood glucose readings go high. Customer has had to treat with a manual injection to bring the blood glucose readings down. Customer declined any troubleshooting. Customer's blood glucose reading at the time of the call was 400 mg/dl. No further information reported.